Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1291862. Medical device expiration date: 2024-09-30. Device manufacture date: 2021-10-18. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insyte¿ autoguard¿ bc shielded IV catheter each from lot 1291862 and an unspecified lot had issues with leakage between the catheter and hub due to cracking. The following information was provided by the initial reporter: "leaking fluid from the cannula hub." "Tiny pinhole leak or crack in the cannula hub".

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one catheter adapter assembly attached to miscellaneous extension tubing, a ten ml bd saline syringe and a top web from an autoguard from lot number 1291862. Upon inspection of the received unit it was identified that the blue adapter of the autoguard device has been damaged. A crack is visible from the base of the luer up toward the push tab. Based on location and shape of the crack, it most likely originated during manufacturing due to a misalignment of the grippers and/or worn-out grippers may result in the observed crack. Leak testing and visual inspection are performed by operators as part of the in process checks per the sampling plan. Scheduled preventative maintenance (pms) are also conducted on the machines as a preventative measure. The pm records were verified as up to date during the manufacturing of this lot. The DHR for lot 1291862 has been reviewed.

Event description:
It was reported that 1 bd insyte¿ autoguard¿ bc shielded IV catheter each from lot 1291862 and an unspecified lot had issues with leakage between the catheter and hub due to cracking. The following information was provided by the initial reporter: "leaking fluid from the cannula hub." "Tiny pinhole leak or crack in the cannula hub".